Event description:
The customer reported a malfunction in the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump, as the reported issue had occurred multiple times. They advised the customer on how to prepare the faulty pump for return and provided instructions for programming the new pump. The customer was informed that they would receive a replacement pump with updated software and understood the instructions given.